Manufacturer narrative:
The investigation is not complete. This report will be updated when the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, non sterile spacer is packaged in similar fashion as the sterile implant. The warning that the spacers are not sterile is in very small print on the side of the box and can be easily missed. Both boxes are red and the same shape and size. Reported through medwatch.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.